Event description:
A customer report a hi (greater than 500mg/dl) when scanning the adc freestyle libre sensor compared to an hcp meter. On (B)(6) 2019, as a result of the hi, the customer self-treated with 14-17 units of insulin and developed symptoms of sweating and subsequently suffered a loss of consciousness, falling into a coma. The customer was taken to the hospital where a blood glucose of 20mg/dl was obtained on the hcp meter and the customer was treated with 2 IV glucose infusions for hypoglycemia. When plotted on the parkes error grid, a sensor scan result of hi (500mg/dl) and an hcp result of 20mg/dl fall into the "e" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Section d-4 (sensor serial number) has been updated based on the returned product. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. The sensor plug was returned and was observed properly seated. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Performed visual inspection on sensor plug assembly, observed uncurled side snaps (indicating improper assembly by the user. Sensor was inserted into the test fixture, linearity test performed, and all results were within specification. This case is not confirmed to use error. No malfunction or product deficiency was identified.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer report a hi (greater than 500mg/dl) when scanning the adc freestyle libre sensor compared to an hcp meter. On (B)(6) 2019, as a result of the hi, the customer self-treated with 14-17 units of insulin and developed symptoms of sweating and subsequently suffered a loss of consciousness, falling into a coma. The customer was taken to the hospital where a blood glucose of 20mg/dl was obtained on the hcp meter and the customer was treated with 2 IV glucose infusions for hypoglycemia. When plotted on the parkes error grid, a sensor scan result of hi (500mg/dl) and an hcp result of 20mg/dl fall into the "e" zone, showing the difference in values to be clinically significant. There was no report of death or permanent injury associated with this event.